Event description:
It was reported that left hip revision surgery was performed. Pain, weakness of the legs and hips, elevated cobalt and chromium levels and fluid accumulations around the hip were reported.

Manufacturer narrative:
.